Event description:
Journal reference: ellis tm, foote kd, fernandez hh, et al. Reoperation for suboptimal outcomes after deep brain stimulation surgery. Neurosurgery. 2008;63(4):754-761. To examine a case series of reoperations for deep brain stimulation (dbs) leads in which clinical scenarios revealed suboptimal outcome of previous operation. Suboptimally placed dbs leads are one potential reason for unsatisfactory results after surgery for parkinson's disease (pd), essential tremor (et), or dystonia. Device MFR of the dbs prods was not identified. Reportable event: cases of lead replacement due to previous suboptimal clinical benefit were included in the study. A total pts with 25 leads with suboptimal outcomes were studied, out fo a total of 456 leads.